Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to lead erosion. The patient was already checked by the physician and was informed that it was normal and fine. However, the patient did not believe and was concerned about the status of the device. There were no additional adverse patient effects reported. This crt-p remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information to update h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to lead erosion. The patient was already checked by the physician and was informed that it was normal and fine. However, the patient did not believe and was concerned about the status of the device. There were no additional adverse patient effects reported. This crt-p remains in service.